Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative and postoperative bone fracture and/or postoperative pain." Medical product - pn: us157846 ln: 119580 m2a-magnum pf cup 46odx40id. Pn: 650-1055 ln: 825270 cer bioloxd option hd 28mm. Pn: 51-101070 ln: 3282804 tprlc 133 fp type1 pps ho 7.0. Pn: ep-200146 ln: 149230 act artic e1 hip brg 28x40mm. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
Patient reported experiencing pain, leg length discrepancy, and difficulty walking approximately two years post-implantation. Patient alleges incorrect size taper was implanted during initial procedure. The patient indicates future revision; however, no revision procedure has been reported to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). No product was returned; therefore visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02425 and 0001825034-2018-00140.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-00017 & 1825034-2017-02425.